Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).